Event description:
IV fluid was primed with tubing set up currently used in labor and delivery (l&d). While I was starting the IV, I heard a gushing sound and found the y-port had fallen off the primed tubing and was pouring on the floor. The blue hub that comes attached to the y-extension set was the piece that had fallen off.